Manufacturer narrative:
(B)(4). Additional information: upon receiving the device, the reported condition of a loose cap was found to be referring to a loose coil cap. No other problem was noted concerning this device. Therefore, the sterile fluid pathway was not breached and this event is no longer considered reportable.

Event description:
It was reported to baxter (B)(4) that an infusor lv 2 had a loose cap. Therefore, the sterile fluid pathway was breached. This condition was noticed as the device was being removed from its packaging. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.